Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to expanded manifold tube that was drawing too close to the tank bottom creating an elevated pressure causing the circulation pump to slow down to compensate for the added pressure. Confirmed low flow alert 2 in patient data dated (B)(6) 2023 and (B)(6) 2023. Manifold double bend tube was replaced. Noisy circulation pump motor. The hot side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. The chiller evaporator outlet tube found expanded during servicing. The device underwent pm servicing while in for repair. Serviced circulation pump and mixing pump. Replaced heater both manifold o-rings and drain valves. Circulation pump motor was replaced due to noisy bearings. Mixing pump motor was preventatively replaced. Ac main voltage circuit card was preventatively replaced. The chiller evaporator outlet tube and tank seals were replaced. Upgrades completed included replacing the control panel coin cell due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labeling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was getting low flow alert. It had 11k hours and was overdue for the 2k preventive maintenance. Per sample evaluation results on (B)(6) 2023, it was reported that the hot side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. The chiller evaporator outlet tube found expanded during servicing and noisy circulation pump motor.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was getting low flow alert. It had 11k hours and was overdue for the 2k preventive maintenance.